Event description:
The following info was rec'd from a medwatch: "during a surgical procedure the cautery cord caught fire." The user/facility was contacted several times. No add'l info could be obtained.